Manufacturer narrative:
Date of event is unknown. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Products manufacturer reference number: 1627487-2021-01583. It was reported that the patient had a hematoma at the lead site that developed (B)(6) 2020 after having a fall. On (B)(6) 2021 surgical intervention took place wherein the site was cleaned, and the physician decided to leave the leads implanted and disconnected, due to scar tissue, and implant 2 new leads. The patient has effective therapy post operatively.